Manufacturer narrative:
Film evaluation summary; the exact cause of distal stent mal-deployment could not be determined from the films provided. CT¿s prior to implant were not available; therefore, a complete assessment of the patient¿s anatomy could not be performed. A single still CT-3d recon image and planning drawing revealed that the patient had a 50mm taa located near the aortic arch, and another manufacture¿s graft was seen having been implanted near the great vessels. Within the descending thoracic aorta an acute ~90 deg bend was seen where the diameter measured 39 x 40mm. No clear areas of calcification were seen on the CT-recon; however, potential areas of irregular shaped thrombus were visible distal to the taa. A returned 60 second video showing deployment of the distal device confirmed that the most distal stent ring had deployed in an angulated and non-symmetrical shape, with the medial side of the stent mal-deploying and appearing not in complete apposition with the inner curvature aortic wall. Other than the distal stent mal-deployment, normal stent graft deployment was observed in the films. No obvious procedural issues or any other stent graft or delivery system issues were seen which could explain this distal stent abnormal release and resulting mal-apposition. Although a stent graft or delivery system issue cannot be ruled out, it is possible that there may have been anatomical conditions that may have contributed to this event. Thrombus and/or calcification or other ID irregularities near the location of this event may have reduced or expanded the flow lumen, with resulting stent graft infolding or lack of stent graft apposition, leading to the mal-deployment. Aortic angulation may have also contributed. The location of the stent mal-deployment appeared to have occurred near to where the descending thoracic was angulated ~90 deg, and during implant the amount of angulation seen from the proximal tip to the distal end of the stent graft and ro marker just prior to release of the distal stent measured ~120 deg. CT¿s post-implant were not available to assess the anatomical characteristics near this distal implant location including assessment of the residual flow lumen, and the delivery system was not returned; thereby limiting the extent of the investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 50mm thoracic aortic aneurysm. It was reported that during the index procedure, tevar was performed with a plan to implant the first device proximally and the second distally. During deployment of the second distal stent graft, it is reported that the last stent graft was not deployed normally and was in a bent shape. This occurred during deployment while pulling the device back to secure the coverage region rather than pushing it up. An attempt was made to correct the shape of the stent graft by ballooning, but the issue did not resolve and the distal stent graft was deployed vertically to the aorta. There was no endoleak noted but the physician has concerns and may carry out an intervention at a later date. As per the physician, the cause of the event cannot be fully determined but the physician indicated a possibility of deployment failure due to entanglement of the stent graft structure or fabric. No additional clinical sequelae were reported and the patient will be monitored by their physician.